Event description:
Rptr states she has a total joint replacement and reposition of both jaws. Rptr customer christensen tmj implants made for the right and left side. The custom made unit for the right side did not fit so a stock implant was implanted. The right side implant screws backout out. Right unit has since been removed. Rptr had an episode similar to bell's palsy after the first surgery. She had a chronic infection during the first year after her initial surgery. Rptr has had chronic pain since the original surgery. Complaintant can only close right eye about half way. The left implant screws are backing out according to x-rays. Currently waiting for the left unit to fail. Both the dr and the hosp claim they do not have the unit. Rptr stated she contacted tmj implants, inc., and they did not have a record of her having rec'd christensen tmj implants and they did not have the unti at their facility.